Event description:
Per the clinic, the patient experienced delayed pneumolabyrinth, accompanied by a noise described as the sound of water percolating, both with and without the device in use. Subsequently, the patient was hospitalized for three days from (B)(6) 2026. The device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.